Event description:
It was reported that an ilet user experienced hyperglycemia with meter readings above 400 mg/dl for about an hour, moderate urine or blood ketones, and discordant values between the pump and a fingerstick meter; the user was advised to hydrate, consider an infusion set change, recalibrate, assess the infusion site, and consider a manual insulin injection with temporary pump disconnection. Symptoms included hyperglycemia with moderate ketones. Outcomes included continued monitoring and subsequent decline in blood glucose to 260 mg/dl with a downward trend, without alarms and without hospitalization. Investigation included troubleshooting guidance, device recalibration, site assessment, and follow-up verification of glucose trend. Investigation of this case revealed no device alarms or confirmed hardware malfunction, and the cause of the hyperglycemia remained unclear despite calibration and site checks. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.